Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, calcification was noted on the tip of the lead and in the helix housing. An x-ray was performed and no evidence of a fracture was found. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis confirmed the high pacing impedance measurements was due to calcification build-up on the lead.